Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain at the ipg site. Surgical intervention pending.

Event description:
Follow-up information revealed the patent underwent surgical intervention on (B)(6) 2019, wherein the ipg was relocated. It was also stated the ipg was explanted and replaced during the procedure. Reportedly, no complications during the procedure and all is well with the patient post-operatively.